Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager malfunctioned when the user attempted to retrieve the necessary medications. A field service engineer reseated the bus cable. Further, the engineer checked and adjusted the remote manager box, latch, harness and interface board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed when the user tried to access the medication from the fridge. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.